Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   12 devices are pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 12 malfunction events, where it was reported there is accessible ac current. There was no patient involvement.

Manufacturer narrative:
12 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. The 1 remaining device was evaluated in the field and the issue was confirmed.

Event description:
This report summarizes 13 malfunction events, where it was reported there is accessible ac current. There was no patient involvement.

Event description:
This report summarizes 13 malfunction events, where it was reported there is accessible ac current. There was no patient involvement.

Manufacturer narrative:
B5 and h1 have been updated to reflect the corrected count, as an additional event was reported. This device is pending evaluation.